Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose values in the 200s, peaking at 241 mg/dl, while using the ilet with a contact detach infusion set; the agent guided a site change and follow-up confirmed improvement to 176 mg/dl, and available information about the device performance was limited. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.